Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. Tandem technical support educated the customer on how to resolve the issue. The customer was not using the pump for insulin therapy at the time of event.